Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose (bg) of 600 mg/dl with large ketones, nausea, vomiting, polydipsia, and polyuria associated with a loss of prime issue. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was reported that the loss of prime had occurred multiple times and the patient had changed the cartridge since the loss of prime had started. This complaint is being reported based on the allegation that the patient experienced hyperglycemia due to the alleged loss of prime issue.